Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a treadmill test, the patient experienced a ventricular arrhythmia that was found not to have been recorded by the device. It was further determined that the arrhythmia failed to meet detection criteria due to speeding up and slowing down of the rate, moving in and out of the detection zone. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.